Event description:
It was reported that during use with an unspecified number of bd vacutainer® cat (clot activator tube) plus blood collection tubes had poor barrier separation of sample and red cell hang up. Patients were re-collected. The following information was provided by the initial reporter: the same situation, a lot of erythrocytes on the surface of the serum. A ring of erythrocytes, which indicated the impossibility of performing the analytical phase. The foamy content on the surface of the serum contains erythrocytes with hemoglobin what disable the analyzer for further work. Analyzer needle cannot recognize serum. The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-10. H.6. Investigation summary: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for red cell hang up and fibrin was not observed. Bd was unable to duplicate the customer¿s indicated failure red cell hang up and fibrin/fibrin mass because the defect was not evident in the testing of the retention lot samples. Replicates of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® cat (clot activator tube) plus blood collection tubes had poor barrier separation of sample and red cell hang up. Patients were re-collected. The following information was provided by the initial reporter: the same situation, a lot of erythrocytes on the surface of the serum. .... A ring of erythrocytes, which indicated the impossibility of performing the analytical phase. The foamy content on the surface of the serum contains erythrocytes with hemoglobin what disable the analyzer for further work. Analyzer needle cannot recognize serum. The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure.